Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure. The device is expected for analysis but has not been received.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 18mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.